Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.